Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as a surgical impact opening. (Shell thickness within spec). ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right-side exchange from textured to smooth and a right-side rupture. Device has been explanted.